Manufacturer narrative:
Device not returned

Event description:
It was reported that during procedure, the subject coil was inserted into the catheter; however, the coil got stuck near the microcatheter hub. The physician removed the coil and when tried to advance the coil for the second time through the microcatheter, resistance was encountered. The coil was removed and broken coil was observed. Another coil was used to complete the procedure. No patient consequences reported due to this event.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. Based on the additional information provided, the patient¿s anatomy was described as extremely tortuous which is likely to have contributed to the reported events. It is also possible that the main coil encountered difficulty in the form of friction when advanced through the introducer sheath and hub of the microcatheter and later broke due to some procedural factors encountered during use. While there are many potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and because the product was not returned for analysis, an assignable cause of undeterminable was assigned to the as reported issues 'nv ¿ main coil difficulty inserting ', 'nv ¿ coil introducer sheath friction', 'nv ¿ coil in catheter friction' and 'nv ¿ coil broken/fractured '.

Event description:
It was reported that during procedure, the subject coil was inserted into the catheter; however, the coil got stuck near the microcatheter hub. The physician removed the coil and when tried to advance the coil for the second time through the microcatheter, resistance was encountered. The coil was removed and broken coil was observed. Another coil was used to complete the procedure. No patient consequences reported due to this event.